Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted. The test reservoir stayed locked in place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that reservoir compartment was broken and reservoir could not stay in place. Insulin pump would be replaced. Customer's blood glucose was 132 mg/dl.